Event description:
Related manufacturer reference numbers: 2017865-2022-07167. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp) due to noise over-sensing and the atrial lead exhibited p-wave amplitude variation. The rv lead and the atrial lead were capped and replaced on (B)(6) 2022. Patient condition was stable.